Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe enteral 30ml, inside the tip, there was a small shard of what appears to be plastic. Additional information can you please provide an exact date of event in format mm-dd-yyyy? 03-15-2026, 03-26-2026 could you kindly provide the total number of occurrences? 1 occurrence (only 1 sample received).